Event description:
New information received notes that programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock and inappropriate anti-tachycardia pacing (atp). No intervention was done. There were no patient consequences.